Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 1670. Section h6 has been updated with the correct information.

Event description:
The manufacturer received information alleging a patient was hospitalized with pulmonary embolism allegedly caused by the simplygo mini oxygen concentrator. The medical treatment is unknown. There was no allegation of device malfunction. The device is not returning to the manufacturer for evaluation. The sales office checked the device and found the device to operate with no issues.